Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 15, 2024.

Event description:
Per the clinic, the patient was hospitalized (specific date not reported) due to high pain. The patient was treated with antibiotics (specific type, date and duration not reported). The device was explanted (B)(6) 2024, and re-implantation is planned; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on february 26, 2024.